Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had glue residue on the outside of the channel. The customer suspects it was also inside the channel. The issue occurred during preparation for use in a therapeutic vaginal rectal fistula procedure. There was no delay and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Glue residue adhered to the outside of channel. Based on the results of the investigation, the foreign material on the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material on the device could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): IFU states that detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.